Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the transmitter did not blink when connected to the sensor. When they removed the sensor the electrode was in the customer's body. The sensor fractured. The electrode was easily removed from the body. Customer's blood glucose level was not reported. The device was not returned.